Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via magna mitral (B) (4) survey. The device history record (DHR) review was not possible due to no lot/serial number(s) were provided. No additional information was provided, device was not returned for evaluation.

Event description:
Marketing study - it was reported via magna mitral (B) (4) survey conducted by (B) (4) for edwards lifesciences, (B) (4) 2009. Note the reporter (hospital, surgeon) is anonymous. The device model and size are unknown. I am ...on the cusp of not satisfied...because of premature structural deterioration less than five years after implant...I¿ve been in a quandary on two or three occasions as to should I replace this magna mitral that seemed like it was about two years old...I¿m not sure it was a magna mitral, but it was an edwards pericardial mitral (B) (4)...if I get another patient or two coming back with premature deterioration, I¿ll probably start using a different valve...I¿m not going to change everything I do because of two, maybe three cases over the course of a year or so. Put it this way: it¿s on my radar screen. If I get another one, I¿m going to start asking around [re: question 18]. Response from physician (B) (4)..